Event description:
It was reported that the implant procedure for the implantable neurostimulator (ins), the physician used the torque wrench and heard the ¿click¿. It was then reported that the lead component came out of the ins and, after multiple clicks, it would still not stay in the connector block. The physician used another torque wrench but the lead would still not stay. A new ins was then used and ¿it worked¿. It was noted that the inss were from their trunk stock. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v132957, implanted: (B)(6) 2008, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was fine.